Event description:
The customer contact reported an electrical shock. On an unspecified date and time, the device was programmed to deliver an unspecified analgesic medication, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that the nurse received an electric shock on the right index finger while attempting to unplug the power plug from the electric outlet. It was reported that the nurse had direct contact with the connector plug while it was still connected to electrical power. The customer contact indicated that according to protocol at the user facility, the nurse was examined in the emergency dept. The nurse's cardiac enzyme level was checked. No results were provided. The nurse was discharged to home. After approx 1 week, it was reported that the nurse returned to work after having a follow-up exam which was reported to be "normal." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The pt's therapy was continued using the same device. At an unspecified time, the device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.